Event description:
As reported, a subcutaneous hematoma (>6 cm) was identified 6/7f mynx control vascular closure device (vcd) after hemostasis. It is stated that the hematoma was thought to have developed due to the catheter procedure. It was determined by the responsible physician to be unrelated to the device as it was considered an accident, but related to the procedure as the event could have occurred after hemostasis. No treatment was performed, and the case was considered non-serious. Anticoagulants, antiplatelets or any thrombolytics used. The activated clotting time (act) during the procedure was 261. The patient¿s platelet count was 14.4. The target femoral site was not previously closed with any closure prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to mynx vcd use. There were no multiple sheath exchanges. There were no multiple stick attempts made before intravascular access was achieved. The puncture site was not located above the most inferior border of the inferior epigastric artery (iea) (high stick) or below the bifurcation (low stick). There was no posterior wall puncture. The procedure used a retrograde approach. A 6f non-cordis sheath was used. The femoral artery¿s suitability was not verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel that was used was the common femoral artery (cfa). The vessel diameter was verified to be greater than or equal to 5 mm in diameter there was no vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. The user is not trained to the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device was stored, prepped and used according to the instructions for use (IFU). The device will not be returned for evaluation.

Manufacturer narrative:
As reported, a subcutaneous hematoma (>6 cm) was identified after hemostasis with a 6f/7f mynx control vascular closure device (vcd). It is stated that the hematoma was thought to have developed due to the catheter procedure. It was determined by the responsible physician to be unrelated to the device as it was considered an accident, but related to the procedure as the event could have occurred after hemostasis. No treatment was performed, and the case was considered non-serious. Anticoagulants, antiplatelets or any thrombolytics used. The activated clotting time (act) during the procedure was 261. The patient¿s platelet count was 14.4. The target femoral site was not previously closed with any closure prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to mynx vcd use. There were no multiple sheath exchanges. There were no multiple stick attempts made before intravascular access was achieved. The puncture site was not located above the most inferior border of the inferior epigastric artery (iea) (high stick) or below the bifurcation (low stick). There was no posterior wall puncture. The procedure used a retrograde approach. A 6f non-cordis sheath was used. The femoral artery¿s suitability was not verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel that was used was the common femoral artery (cfa). The vessel diameter was verified to be greater than or equal to 5 mm in diameter there was no vessel tortuosity. There was no presence of peripheral (pvd) / calcium in the vicinity of the puncture site. The user is not trained to the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device was stored, prepped and used according to the instructions for use (IFU). The device will not be returned for evaluation. Access site hematomas/hemorrhages are a common post-procedural complication and is listed in the product¿s instructions for use (IFU) as such. Bleeding events are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique, proper placement of the vascular closure device (vcd) sealant, and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. Access site bleeding events can require prolonged manual compression, blood transfusion, or even surgical intervention. Without the return of the device for analysis or procedural films, the reported customer complaint could not be confirmed, and no determination of possible product contributing factors could be made. Based on the information available for review, it is difficult to draw a clinical conclusion between the device and event since the physician stated that the hematoma was not device-related but procedural-related. However, no other information was provided on what occurred. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. According to the mynx control IFU, ¿continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Apply a sterile dressing once hemostasis is achieved. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions.¿ based on the information available for review, there is no indication that the reported event is related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a subcutaneous hematoma (>6 cm) was identified 6/7f mynx control vascular closure device (vcd) after hemostasis. It is stated that the hematoma was thought to have developed due to the catheter procedure. It was determined by the responsible physician to be unrelated to the device as it was considered an accident, but related to the procedure as the event could have occurred after hemostasis. No treatment was performed, and the case was considered non-serious. The device will not be returned for evaluation.